Event description:
The pt came in with a previously ruptured aneurysm with a reported size of 2.5 x 3.4 x 2.0mm. Coil did not initially detach, so the coil was repositioned. After the coil detached successfully, a re-rupture of the aneurysm occurred during repositioning. The physician was able to continue with the coiling and the pt was prescribed 100ass heparin for thrombosis prophylaxis. F/u report rec'd on (B)(6) 2010 stated that pt is in intensive care with pulmonary problems and vasospasm; however, no post op infarction noted.

Manufacturer narrative:
Upon receipt of the unit, visual and functional inspections were performed. Severe kinks and bends were observed on the returned hypotube. The detachment fiber melted above the detachment zone in a hook-like pattern. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coil needing two detachment attempts to be released was due to the melting of the detachment fiber extending above the detachment zone. The coil was temporarily captured by the melting detachment fiber before being released. Without the return of the complete detachment system, it cannot be determined if these components contributed to the complaint event reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.